Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. The insulin pump received with cracked case at lcd window corners and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.